Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having to call the paramedics on two occasions due to low blood glucose levels. The first event was on (B)(6) 2011 due to a blood glucose reading of 13 mg/dl. The second event was on (B)(6) 2011 due to a blood glucose reading of 15 mg/dl. The customer stated that the settings on the insulin pump are too high, and she will be visiting her healthcare professional to make the necessary adjustments. The customer's dr. Later called for assistance in changing the basal rates. After being treated for low blood glucose levels, the customer was told to discontinue using the insulin pump. The customer experienced high blood glucose levels while on manual injections, and went to her healthcare professional with a blood glucose reading of 425 mg/dl. Nothing further was reported.